Manufacturer narrative:
Section d updated to match gudid.

Event description:
Unit would not read inputs after cleaning testing. After allowing the unit to dry out the set ID sensor functionality returned. Cleaning testing has been suspended on the unit and functionality has not been lost.

Event description:
The following has been reported: unit experienced a tubing set removed alarm during transport testing after the first cleaning. The issue did not repeat. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.